Manufacturer narrative:
Additional initial reporter phone no. : (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set and homechoice cassette had a connection issue; further described as transfer set would not disconnect from the patient line. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient cut the patient line and went to the emergency room to replace the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.